Manufacturer narrative:
(B)(4)

Event description:
Patient's father contacted dexcom on 05/20/2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016 sensor was inserted on (B)(6) 2016. At the time of contact, no injury or medical intervention was reported. The complaint device was not returned for evaluation. The receiver data log was provided by the patient. The data was reviewed, and the reported event of inaccurate blood glucose values on (B)(6) 2016 cannot be confirmed.